Event description:
It was reported that syringe 10ml saline fill ce experienced a case of a broken/damaged plunger rod, and a case of difficult plunger movement. The following information was provided by the initial reporter: material no: 306575 batch no: 0356821. Plunger does not advance; on another syringe it broke when turning to retract again also indicated there were other devices involved.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 306575 and lot number 0356821. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml saline fill ce experienced a case of a broken/damaged plunger rod, and a case of difficult plunger movement. The following information was provided by the initial reporter: material no: 306575, batch no: 0356821. Plunger does not advance; on another syringe it broke when turning to retract again also indicated there were other devices involved.